Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber tip became loose and the output beam was observed to fire straight. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.